Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had experienced painful stimulation. He reported that he had an event where stimulation was "frying his penis and balls." The patient stated his patient programmer (pp) did not turn off so he had to take the batteries out of programmer to get it to shut off. The patient was using the ins off button to try to turn the pp off, it was reviewed that was the wrong use of buttons and reviewed that was why the patient was having issue-do to user error. The patient agreed and now knew how to appropriately turn the pp on/off vs ins on/off. When the patient did not know how to use the programmer he stated that the stimulation was "frying" his penis/balls for 4 hours, but he had taken the batteries out of the programmer and did not have the batteries and had to wait 4 hours until someone brought him batteries for the pp until he could turn down his stimulation. The patient stated once he turned stimulation down to 1.6 the issue was resolved. The patient also stated that he got the device for urinary retention and that device was helping him pee. No further complications were anticipated/reported.